Event description:
The manufacturer received information alleging a ventilator's touchscreen was not working and won't turn off. The device was not in patient use. The device has been returned to the third-party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third-party service center's investigation is complete.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's touchscreen was not working and won't turn off. The device was not in patient use. The device¿s lcd display was replaced to address the issue.